Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the nurse was attempting to remove the catheter from the infant. When 3cc normal saline was removed from the balloon resistance was met and removal was stopped. The nurse was able to palpate a small peas sized structure that was able to pass. The physician was notified and urology was consulted. Prior to urology's arrival another nurse assessed the pt about 20 minutes later and the catheter was easily removed. Upon removal a ridge was noted.